Event description:
It was reported that the homechoice (hc) device alarmed with an unspecified alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. No abnormalities were identified during internal/external inspections. The device failed functional tests as it was unable to power on successfully. Upon start up the device continuously alarmed and did not provide a display. A simulated therapy and an event history log review were unable to be performed due to the issue. Loose cables inside the device were tightened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the issue was determined to be loose cables on the printed circuit board (pcb). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation: however, it has not yet been received. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.